Event description:
Reporter stated that the surgeon inserted a silicone three-piece intraocular lens model aq2017v in the eye and the lens tore. The lens was cut and removed and replaced with another lens. No pt injury.